Event description:
It was reported that this implantable pacemaker alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to higher than programmed output at greater than 3v (volts). The device was reprogrammed to unipolar during the previous device interrogation. The threshold has remained high in the unipolar configuration ranging from 2v to 3v. The right ventricular (rv) pacing output has adapted to 5v. Capture cannot be confirmed on the presenting electrogram (egm) due to absence of paced beats. Further review of the rv lead was recommended. This alert will not retrigger until the device is interrogated with a programmer. At this time, the lead and device remain in service. No adverse patient effects were reported.